Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 51 mg/dl at the time of incident. Customer¿s other blood glucose level was 56 mg/dl and later 153 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.